Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: never implanted - split. Product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the catheter found catheter body/guidewire damage that occurred during implant procedure. Analysis revealed that there was difficulty with the catheter and guidewire interaction. The proximal end of the catheter was split and there was a hole in the catheter at the 80cm marking. There was a slight bend in the guidewire in an area about 5.5cm from its distal tip, however there was no damage to any of the individual windings of the guidewire.

Event description:
It was reported that while implanting a new catheter, the catheter split during placement and had to be replaced by a new catheter. The healthcare provider was able to place the catheter into the intrathecal space, however, when attempting to remove the guide wire it wouldn't remove easily. When trying to remove the introducer needle, and holding the catheter straight, the guide wire would not come out. The catheter appeared to be splitting with the strain. It was a one piece catheter and the splitting was noted at the proximal end. The catheter was removed and replaced with another. Patient was implanted with no further product difficulties. There were no patient symptoms/injuries related to the event. Additional information was requested however not yet available at the time of the report. The medication being delivered was infumorph.